Event description:
It was reported that the patient presented to the emergency department following a syncopal episode during exercise on (B)(6) 2026. Interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD) showed that the episode had been treated (ventricular tachycardia (vt)). It was felt that the shock was inappropriate due to the non-sustained nature of the arrhythmia. A stress test was subsequently conducted on (B)(6) 2026, in an effort to reproduce the event. Signals were recorded while the patient was both cycling and running. Smart pass deactivation also occurred on (B)(6). Initially, the s-ICD had been programmed to the primary vector at 1x gain. Following a previous untreated episode which was attributed to myopotential interference, the s-ICD was reprogrammed to the primary vector at 2x gain, with smartcharge set to its maximum value. The device was then further reprogrammed to the alternate vector at 2x gain, with the smartcharge at the maximum, following the treated episode on (B)(6). It was observed that the alternate vector programmer appeared to provide improved myopotential discrimination. Technical services review of the device data confirmed that the shock had been inappropriate due to a fast ventricular rhythm and oversensing of myopotential noise. Evaluation of the s-ICD system in clinic with x-ray imaging and postural changes was recommended. No adverse patient effects were reported.